Manufacturer narrative:
Ptc investigation result was received on 20-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 7/27/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record c91762 (production date 31-jul-2014 and expiration date 31-jul-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking and deployment difficulty is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, device failed to deploy and broke off. These events, seen as device deployment issue and device breakage, are non-serious. Deployment issue is listed in the reference safety information for essure, while device breakage is listed according to technical analysis. During difficult insertions or removals, device breakage and device deployment issue may occur. In this case, essure device failed to deploy during insertion and broke off during attempt to remove. A new device was placed and bilateral placement was achieved. Considering the reported events ocurred associated to the insertion procedure, causality with essure use cannot be excluded this case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Technical analysis and further information have been requested. Based on available information and after batch documentation has been reviewed, there is no reason to suspect a quality defect of the product.

Manufacturer narrative:
Follow up information received on 16-sep-2015: on (B)(6) 2015 essure was inserted. During placement the implant broke in the middle. The instructions for use were followed. It was medically necessary to remove essure. It was removed at the time of insertion, via hysteroscopy. The broken pieces were retrieved from uterus. There was no injury to the patient. The updated product technical complaint (ptc) investigation and final assessment were received on 22-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: as of 17-sep-2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking and deployment difficulty is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, device failed to deploy and broke off. These events, seen as device deployment issue and device breakage, are non-serious. Deployment issue is listed in the reference safety information for essure, while device breakage is listed according to technical analysis. During difficult insertions or removals, device breakage and device deployment issue may occur. In this case, essure device failed to deploy during insertion and broke off during attempt to remove. The broken pieces were retrieved from uterus during the same procedure, and a new device was placed. Bilateral placement was achieved. Considering that the reported events occurred in association with the insertion procedure, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Based on available information and after batch documentation was reviewed, there is no reason to suspect a quality defect of the product.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Other reportable incident (breakage: malfunction). This is a spontaneous case report received from a medical doctor in united states on (B)(6)2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) lot number c91762 inserted on (B)(6) 2015. It was reported that essure device failed to deploy and broke off during attempt to remove. A new device was placed and bilateral placement was achieved. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, device failed to deploy and broke off. These events, seen as device deployment issue and device breakage, are non-serious. Deployment issue is listed, while device breakage is unlisted in the reference safety information for essure. During difficult insertions or removals, device breakage and device deployment issue may occur. In this case, essure device failed to deploy during insertion and broke off during attempt to remove. A new device was placed and bilateral placement was achieved. Considering the reported events occurred associated to the insertion procedure, causality with essure use cannot be excluded this case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Technical analysis and further information have been requested.